Event description:
It was reported that the patient had the artificial urinary sphincter removed due to recurring incontinence. A new artificial urinary sphincter consisting of a 3.5 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient experienced atrophy and was the suspected cause of the recurring incontinence.